Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The service engineer (se) inspected the device and confirmed the issue. The fse replaced the gas delivery system (gds). The gas delivery system (gds) assembly was returned for analysis. The ventilator passed all testing and operated within the manufacturing specifications. A gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during service the leakage system did not pass. The customer reported there was no patient involvement.